Event description:
It was reported that there was an infection at the spinal incision and the pump needed to be removed. The patient was reportedly on antibiotics (intravenous) for the past 1.5 weeks. It was stated that the healthcare provider (hcp) was ¿stepping the pump down.¿ the issue was noticed on (B)(6) 2014; patient experienced fluid leaking from her back. Tests were done and nothing was determined to be wrong. Then on (B)(6) 2014, the patient woke up to a baseball-sized lump on her back. The patient had been going through a number of tests and was ¿sick of it.¿ the patient was seen the day of the report and the pump was supposed to be turned off. No surgical intervention was performed and the hcp no longer wanted to turn the pump off, even at the request of the patient. The hcp wanted to ¿step it down¿ more and change the concentration of the drug. The patient¿s infectious disease physician stated that the site was infected and it was not going away until removal. It was stated that the catheter was ¿bunched up¿ it caused the infection. During the surgery, it was stated that a section of the catheter was removed and was now flowing freely in the patient; pump was left in the patient. The patient requested for the pump to be turned off. The surgeon reportedly contacted another physician to come and turn off the pump. The plan was to then re-implant the catheter once the infection cleared up (estimated 3 months). The hcp was going to leave the existing drug in the pump and not replace with saline. The pump was used to deliver morphine and an unknown drug. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the pump was alarming every hour. A "super- high concentrate of morphine" was put in on 12/23 when the pump was infected. The patient wanted the "super concentrated morphine" out of his pump and saline put in it until infection clears. The patient thought he was on lowest setting. The pump was full of morphine and he needs to have it emptied and saline put in because the catheter was no longer in place, the catheter was "cut off, they cut out of the infection area so it can heal so now he is risking that high morphine leaking out inside of him". The patient had surgery last tuesday and they "cut the pump off." The catheter was cut off and tied up. The patient had a loose catheter hanging in him which he believed was re-infected. The patient was bed ridden and really sick. The patient indicated that being sick was related to the device therapy. The patient started getting sicker and sicker as the pump was adjusted higher and higher at the doctor's office. The patient stated that I "got it so high that we couldn't even turn the pump down so he could get the thing unhooked for surgery". "When we tried to turn pump off she said it would take 3 times to turn the pump off and that left me with 300mg" two weeks ago the patient had surgery and the catheter was removed due to infection. They would not turn off the pump. Two to three months before that the patient was infected before (B)(6) 2014 and it took that long to turn the pump off to where it was now. About a month and a half before (B)(6) it started leaking and he went in and they could not find any problems but it bubbled up like a tennis ball size and it was coming out of the skin. The patient's programmer was turned off.

Manufacturer narrative:
The company representative was previously marked as the report source in error. The patient is the correct report source.